Event description:
Per the clinic, the patient experienced several infections at the abutment site and was treated with debridement, wound management and antibiotics (dates not reported); however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed on (B)(6) 2015. Device not yet received by manufacturer.